Event description:
Tampon user reported that pt became ill with a vaginal infection after using only three tampons. Pt was treated by an emergency dr who prescribed "antibiotics and cream". Additional details were requested but not provided.